Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 due to skin overgrowth around the abutment site. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
Implanted device remains.